Manufacturer narrative:
B3: event date unknown. E1: phone (B)(6). One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log was reviewed and confirmed issue. Functional testing was able to replicate the reported issue; the device was showing lock cassette even when locked. The root cause was determined to be the lock sensor. The lock sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited ¿lock cassette¿ even when the cassette was locked as well as a damaged handset. It is unknown if there was patient involvement, no adverse patient effects were reported.